Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was hospitalized for diabetic ketoacidosis (dka) and high blood glucose levels. Customer was wearing the pump at the time of hospitalization. Significant events leading to the hospitalization were nausea, rising blood glucose levels, dizzy spells, and keytones. Customer's blood glucose levels ranged between 484 mg/dl and 600 mg/dl. Nothing further reported.